Event description:
A patient on peritoneal dialysis (pd) therapy reported they had peritonitis and was no longer doing pd treatment. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient's pd nurse stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2020, the patient was hospitalized with peritonitis. Per the nurse, the patient 's pd culture yielded growth of yeast and an elevated white blood cell count (wbc). It was reported the patient was treated with nystatin by mouth and ceftazidime intra-peritoneal (ip): dose not provided. Subsequently, on (B)(6) 2020, the patient was discharged from the hospital continuing outpatient antibiotics with pd treatment on the same cycler. However, the nurse stated the patient was experiencing poor draining from the pd catheter (not a fresenius product). On an unknown date in (B)(6) 2020 the patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs. The patient is reportedly recovering and continues outpatient hemodialyis until a new pd catheter can be placed. It was reported the patient did not have any issues with any fresenius device, or product in relation to the event. The nurse indicated the event may have been related to a breach in aseptic technique during the pd exchange. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)